Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was causing pain and discomfort. No device malfunction was suspected. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned.